Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. The reason for call was patient stated they are having surgery on may 2nd to replace their lumbar stimulator. Patient stated they have been having a charging issue on and off for the past 2 years and have gone through belt controllers and all different things. Agent asked if the issue was related to the external device and patient stated it's internal and they have 3 of them and no one else has more than 2. Patient mentioned there was no damage. Patient received a follow up letter from medtronic asking for more information about the issue. Patient provided reference number. Question 1: please clarify that the reported information, "that it was less responsive at they went through the security wand checkpoint, please confirm was this with your implant that was implanted in 2019 or 2021? Answer: 2019. It was less responsive, they don't know why since the check was okay. Question 2: please clarify the report, "the stimulation went down with the intensity setting of this stimulation decrease on its own? Answer: yes. Question 3: was redirected to a physician? Their doctor will do the surgery. Dr. Ross was retired and their surgeon would be dr. Jason young. Due to the nature of the call, the event date was not obtained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the patient stated they had the implant replaced last (B)(6)2025. The patient stated that the ins was replaced because they were having charging issues with their previous one.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported that a week ago, they were checked with a security wand and wanted to know if that was 'okay'. Agent reviewed theft detectors and security screening devices compatibility. Agent asked - pt stated the therapy was on and after going through the wand scan, 'it' was less responsive and the stimulation 'went down'. The pt was redirected to their doctor to further address the ins concern.